Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the pump successfully began charging after leaving the pump plugged into the power source.